Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the device was removed on (B)(6)2018. The infection was first noted on (B)(6)2018 and the patient was placed on keflex for two weeks. The patient had a hcp visit on (B)(6)2018 and had drainage from the incision site. They were also placed on two weeks of augmentin at this time. On (B)(6)2018 they reported pain and drainage and, on (B)(6)2018, the doctor confirmed the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient's device was explanted due to an infection. There were no further complications or anticipations reported with this event.